Event description:
Customer called on (B)(4) 2012 reporting of a blue fluid leak coming from the beckman coulter lh 750 hematology analyzer which appeared to be clenz around the j39 sensor. Customer stated that they were unable to confirm the source of the leak and in addition, pinch valve vl65 was not connected. Customer was wearing personal protective equipment consisting of gloves and glasses during the event and no exposure or injury was reported. Customer stated that patient results were not affected by the leak and therefore no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched replaced the holder for vl65 and the tubing through the pinch valves. Fse stated that this issue was unrelated to the leak and that j39 is the area where the customer observed the fluid passing through from the back to the front of the instrument. Upon inspection, the fse found the tubing through pinch valves vl14a and vl53d permanently pinched off due to wear by the pinch valve. Vl53d provides pressure to drain the flowcell waste chamber (vc26). With the tubing closed off through vl53d, vc26 was deprived of pressure and was not draining effectively. Vl14a is the pathway for waste from the flowcell into vc26. The tubing through vl14a came disconnected at the check valve allowing fluid to leak out. Like clenz, the flowcell waste is blue as components include retic stain. Root cause of the leak was attributed to tubing through vl14a and vl53d being permanently pinched off due to wear by the pinch valves.

Manufacturer narrative:
(B)(4).